Event description:
Customer reported that they were unable to see display. No reported pt involvement. Service representative was able to duplicate reported condition. The device was repaired and proper operation confirmed.